Event description:
Chartis catheter would not work properly and was not showing any flow on the charits machine. Changed to a new catheter and it worked fine. I attempted to mimic flow after the procedure and it seems as if the air flow sensor is not working properly on this specific catheter.